Event description:
It was reported that an estimated replacement indicator icon was seen by the patient only four months after implant. Impedances were all checked within normal limits. It was stated that high amplitudes were used by the patient. The device was later explanted. About three weeks later, it was reported that the patient now had a rechargeable device and was receiving great coverage. The patient was listed as "fine." It was also noted that the patient was a "high voltage, high use" patient. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was further stated the ins battery was not in new condition.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.